Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of a damaged video connector due to user handling/mishandling. The event can be detected by following the instructions for use which state: inspection of the endoscopic image. ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿important information ? Please read before use- precautions for disappeared or frozen endoscopic image- before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the device evaluation, the bending cover, lg-tube and video cable were leaking. The video cable was seriously wrinkled. The metal braid inside the bending cover was broken. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that during a reprocessing of the device (after a procedure), a videoscope had an image problem. The patient was not under anesthesia. Customer reported the device had image issue, showing no image occasionally. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during intake.